Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a healthcare provider (hcp). The patient receives and unknown drug via an implantable infusion pump for an unknown indication for use. The hcp reported the patient is elderly and cannot drive into their office. The patient stated they were having trouble getting a bolus due to a connection lag. The technical services specialist (tss) reviewed information about clearing the data and provided the patient services contact information. The tss connected the caller to the national answering service to get in contact with a manufacturer's representative.